Event description:
Patient used ulticare 1 ml, 30 g, 1/2" needle/syringe combination and said it was much more painful at injection and his arm is still sore the next day. Patient has used other needle/syringe combinations before and not had as much pain. Event abated after use stopped or dose reduced: yes.